Manufacturer narrative:
(B)(4). Device not returned.

Manufacturer narrative:
Per tandem's t:slim user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer programmed a carbohydrates value that was larger than the amount of food that had been consumed, and experienced a blood glucose (bg) level of 53 mg/dl. To treat the bg level, the customer consumed glucose tablets. Recommendation was made to consult with health care provider regarding diabetes management.